Manufacturer narrative:
One 5f 20cm volumeview catheter was received in good condition. There were no other components returned. Visual examination found no abnormalities to the thermistor connector, stopcock, extension tube or catheter body. The thermistor read 37.1 degree c when submerged in a 37.1 degree c water bath, and there were no open or intermittent conditions observed. The thru-lumen was patent and did not leak. The complaint of "no pressure signal" was not confirmed, and there was no evidence of a manufacturing nonconformance. Femoral artery dissection is an uncommon but well know complication associated with all femoral artery cannulation procedures. It is generally related to patient anatomy and user technique. In this case, the dissection was considered to be possible and was not confirmed. No device failure was identified. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that it was impossible to use the femoral catheter. No pressure signal came back, but the blood gas showed that the catheter was placed in the artery. Additional information indicated that the system flushed without difficulty. The problem was resolved by placing another catheter in the opposite femoral artery. The reporter thought "the catheter may have penetrated the intima of the artery and was in the wrong place, where they could get blood back but no signal". No actual patient injury was reported.